Manufacturer narrative:
P-cap locked in place properly during testing. Proceed with it by using a new battery cap and a new battery. Unit power up properly after battery installation. No failed batt test alarms noted. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. The baat tool recorded the following: battery cycle 40.0 received the lowbatteryalert (104) on 10/09/2025 17:29:00 faster than expected at 2.26 days. Battery cycle 39.0 received the lowbatteryalert (104) on 10/07/2025 11:20:00 faster than expected at 2.2 days. Battery cycle 22.0 received the lowbatteryalert (104) on 10/05/2025 02:51:00 faster than expected at 2.35 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. The following cosmetic damages were noted: cracked keypad overlay, label damage (faded), cracked case, battery tube threads - cracked, cracked case (battery tube), damaged display window cover, pillowing keypad overlay and scratched case. In conclusion, customers alleged of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Problem isolated to electronic assembly. Cosmetic damage was also confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. No failed batt test alarm noted after battery installation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on battery compartment, battery failed alert, a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.